Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the detergent light was still on after changing the detergent in the device. The customer then followed the normal process to prime the detergent and ran a cycle. The detergent light turned off. There is no reported harm to any patient.